Event description:
Cook- chest-tube inserted by md....anchored to skin with suture....dressing applied and suction adaptors applied....in 15/20 minutes when nurse went back to access for drainage, none was noted. She removed the dressing and noted that the black chest tubing had seperated from the white plastic adaptor. Note: all items of the same lot number were removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, none or unknown, none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.